Event description:
"Surgeon noticed that while he was wrapping the band a significant portion of the lower cannula was chipped and missing, thorough search was conducted but was unable to find broken piece and it remains in the pt's abdomen."